Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that her husband experienced unexplained high blood glucose and had a call to paramedics to treat high blood glucose. The customer also reported that the insulin pump screen had several scratches that made it hard to read. The customer's blood glucose was 216 mg/dl at the time of call. The customer's blood glucose was 244 mg/dl at the time of 911 call. The customer's spouse stated that her husband's blood glucose reached over 600 mg/dl. The customer's spouse stated that her husband had been experiencing the high blood glucose for months. The customer's spouse stated that she had been treating the high blood glucose with the insulin pump. The customer's spouse stated that her husband was given manual injections by the time she called the paramedics. The customer's spouse declined to continue troubleshooting at the time of call. The insulin pump will not be returned for analysis.